Event description:
During eval of a returned homechoice machine, a possible overfill situation was identified which occurred on (B) (6) 2008 during drain cycle 4. The pt's ultrafiltration reading was 1083mls, indicating the home pt (hp) drained 1083mls more than their programmed tidal volume of 1980mls. This info gives a total drain volume of 3063mls (1083mls + 1980mls). No pt injury or medical intervention was reported. Despite baxter's attempts, no additional info could be obtained regarding this event.

Manufacturer narrative:
(B) (4). Eval summary: the eval did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill discovered during eval. Based on a review of all available therapy log data, the most probable cause of the overfill was determined to be insufficient drain, caused by the total uf being programmed too low (100mls). The device will be routed to the svc area. As a result of this incident, the eval results were reviewed with the dialysis center nurse (rn). The rn concurred with baxter's conclusion that the cause of this incident was related to the total uf being programmed too low at 100mls.